Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was 230 mg/dl at time of incident. Customer states was changing out the set when the pump alarmed pump error. Customer was assisted with trouble shooting. The customer was advised the pump needs to be replaced. The customer states will find an older pump and call back to get pump replaced. The insulin pump will not be returned for analysis.